Event description:
The customer reports that the peel away sheath split in the middle upon use.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. The sheath was returned with the peel-away starting to near the tabs but does not continue all the way to the tabs. It was splitting away down the score line. Microscopic examination revealed the sheath body score line appeared to be prematurely separating in the middle of the sheath. White marks were observed where the sheath began to tear indicating stress. The overall length of the sheath measured 2.79" which is within specifications. The inner diameter of the sheath measured 0.065" which is within specifications. The tearing starts 0.275" from the tabs. A device history record review was performed and did not reveal any manufacturing related issues. The IFU provided with this kit instructs the user, "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel." The reported complaint that the sheath tore incorrectly was confirmed by complaint investigation. The sheath was returned with a split down the score line but had started towards the tabs but not at the tabs. White marks indicate stress on the sheath. A DHR review was completed with no relevant findings. Based on the condition of the returned sheath at the point of separation, unintentional use error caused or contributed to this complaint. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the peel away sheath split in the middle upon use.